Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
The patient had 2 leads (from the same lot) implanted. It was reported the patient's system was removed due to an infection at the lead site as well as one lead beginning to erode. Additional information received indicated cultures were taken and the results were negative. The infection is reportedly resolved.